Event description:
Set screw missing. The scrub tech was in sterile processing to reassemble the instruments used during a craniotomy and found a small locking screw was missing from the guarded foot plate. There was no impact to pt or pt care.

Manufacturer narrative:
This is the initial report. There will be a final report when the device has been returned and evaluated. The hospital send in a maude event report, voluntary report number: (B)(4).